Manufacturer narrative:
The customer confirmed there was no harm to a patient, nor the need for intervention or additional treatment as a result of this reported event. The biomedical personnel reported the event log was reviewed and showed the codes 1101 and 3007. As indicated in the service manual, when the two codes occur consecutively, the issue is due to software exception and no corrective action is necessary. The biomed contacted philips technical support and followed the recommendation of reloading the software as a proactive measure. The unit was run in a testing mode for a prolonged time, after which the logs were reviewed. No further codes were observed. The unit was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from a customer reporting the v60 ventilator indicating that a registered respiratory therapist was placing mask on a patient and the ventilator shut down then powered back up. The device was in clinical use. The customer reported there was no patient harm, as a result of the event. Further information is pending.